Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. The device was sent in for upstream occlusion testing and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed multiple occurrences of "upstream occlusion!" Alarms, however, upstream occlusion detection testing failures cannot be determined through the history log. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.